Manufacturer narrative:
Final analysis found that a partial lead was returned. An insulation abrasion was noted at 10.8 cm to 11.6 cm from the connector pin and the outer coil was fractured at the same location. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the patient had presented to the emergency room on several occasions throughout (B)(6) 2013 with complaints of dizziness, syncope and pain at the site of implant. Intermittent loss of ventricular capture was noted which presented with arm movement. The device was reprogrammed to unipolar which resolved the issue. On (B)(6) 2013, the patient underwent a routine device change out. Upon opening the pocket, fracture of the right ventricular lead was observed. Burn marks were noted on the lead as well as the surrounding pocket tissue. The lead was capped and replaced.